Event description:
Pt underwent l3-s1 posterior instrumented fusion using the synthes pangea pedicle screw system to treat recurrent spinal stenosis in the setting of postlaminectomy syndrome and postlaminectomy instability. The pt did initially well but started to complain of new onset of unrelenting low back and left leg pain 6 weeks following the posterior spinal fusion. Work up showed disengagement of the left-sided l3-s1 synthes pangea fusion rod from the l3-s1 pedicle screws with the rod migrating rostrally impinging on the l2/3 facet joint. The pt underwent removal of the instrumentation on (B)(6) 2011 and revision fusion with a different manufacturer's system since it was clear at this point that this case -my second case within 6 weeks, please see separate submission on pt identifier sp filed today- was not related to operator error but an inherent problem with the system. Intraoperatively, the set screws inside the locking caps were loose on all eight screws -both left and right rod construct-. In addition, the cross connector set screws were loose. The pangea degenerative spine system is a top loading preassembled pedicle screw system for segmental stabilization of the posterior thoracolumbar spine in skeletally mature pts. Pangea polyaxial pedicle screws and precontoured rods allow easy adjustment of screw to rod, thus provide optimal rod placement to restore normal spinal curvature. In the index procedure, the system was used in this pt as indicated and with proper technique including tightening of the locking cap set screws using the counter torque handle and tor. Dates of use: (B)(6) 2011. Diagnosis or reason for use: #1: postlaminectomy syndrome lumbar ICD 9 722.83, #2: spinal stenosis lumbar ICD 9 724.02. Event reappeared after reintroduction: yes.